Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was a loss of communication occurred between insulin pump and transmitter. Customer reported receiving 'cannot find sensor signal'. Troubleshooting was performed and customer confirmed that there was no damage to the connection bridge or pins. There was no adverse impact or consequence reported as a result of this event and product will not be returned for analysis.